Event description:
It was reported that surgical intervention did not take place due to pain at ipg subsiding.

Manufacturer narrative:
It was reported to abbott, a patient was experiencing pocket site pain and ipg migration. The patient was scheduled for a pocket revision and potential ipg replacement to eterna for a smaller ipg. The procedure was cancelled as the patient reported reduced pocket pain and did not need a revision. The device was not returned for evaluation as it remains implanted and functioning as intended. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported the patient's ipg had migrated is experiencing pain at the ipg site due to the issue. Surgical intervention is currently pending.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicated that surgery may be planned.

Event description:
Additional information received indicated patient underwent surgical intervention on (B)(6) 2023. Where ipg was repositioned in the pocket due to pocket site pain.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.